Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed that the ams is sending neutrophil absolute counts as percentages. This occurred due to ¿send to lis after validation¿ button/box on the ams was checked. Once the ¿send to lis after validation¿ box was unmarked, the issue was resolved. No impact to patient management was reported.

Event description:
The customer observed that the ams is sending neutrophil absolute counts as percentages. This occurred due to ¿send to lis after validation¿ button/box on the ams was checked. Once the ¿send to lis after validation¿ box was unmarked, the issue was resolved. No impact to patient management was reported.

Manufacturer narrative:
While troubleshooting a neutrophil (neut) result upload issue, the 'send to lis after validation' option was inadvertently enabled to match other test configurations. However, the lis had applied internal rules that unintentionally converted absolute values to percentages. As the checkbox was enabled, validated results were automatically sent to the winpath (lis), which was not the intended workflow. The issue was resolved by disabling the option, instructing the customer to delete the affected results, and resending correct data from the ams. No deficiency of the middleware was identified. Device history record review revealed that there were no nonconformances or potential nonconformances related to the issue described in the current complaint. A review of the labeling addresses the customer¿s issue. Trending review did not identify any trends. Based on the investigation, no systemic issue or product deficiency was identified for the aliniq ams software (version 3.02), list 03r89-63.